Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recp1832 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the operator routinely checked the integrity of the item before the catheterization, a small leakage near the 19 cm scale of the catheter was found. The device was not used on a patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received with an inlaid stylet. The catheter had been manipulated on the stylet flushing connector cannula. Catheter damage was observed near the proximal end. A diagonally aligned split was observed between the 18cm and 19cm depth markings. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the split revealed granular fracture features. Following longitudinal bisection of the catheter in the vicinity of the split, inspection of the inside surface revealed longitudinally aligned scoring marks. The split characteristics, catheter manipulation and tensile weakness were consistent with damage caused by contact between the stylet and the catheter. Such damage can occur if the stylet is manipulated/removed prior to wetting and if the stylet is manipulated/removed while constrained. The product IFU states ¿flush the catheter with sterile normal saline prior to use.¿ and ¿never use force to remove the stylet. Resistance can damage the catheter.¿ a lot history review (lhr) of recp1832 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when the operator routinely checked the integrity of the item before the catheterization, a small leakage near the 19 cm scale of the catheter was found. The device was not used on a patient.